Manufacturer narrative:
Concomitant medical products: product ID: 3889-33, lot#: va0rqwl, implanted: (B)(6) 2015, product type: lead. Other relevant device(s) are: product ID: 3889-33, serial/lot #: (B)(4), ubd: 23-dec-2018, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said they saw their manufacture representative (rep) because the patient has been experiencing leakage for a couple of months or more. At the time, the rep changed programs because one of the electrodes wasn't working anymore. At the time of initial report, the patient's symptoms have not improved yet. When asked, the consumer noted that they haven't made any adjustments since their last appointment. General programming guidance was reviewed and the patient increased their setting. As a result of what was reported, they will track symptoms, monitor symptoms, and adjust further as needed. The consumer would like to speak with the rep so they were then redirected to their healthcare provider (hcp) for the rep's contact information. No further patient complications have been reported as a result of this event.